Manufacturer narrative:
Investigation of this event is pending and a supplemental report will be sent upon its completion. Additional products: d1: heartware ventricular assist system ¿ controller 2.0 d4: model#: 1420 / catalog#: 1420 / expiration date: 31-jan-2024 / serial#: (B)(6) d9: no h3: no h4: mfg date: 03-jan-2023 h5: no h6: the codes present in section h6 correspond to components/products that comprise the reported event. Continuation of d10: 5076-45 lead implanted (B)(6) 2019, 694965 lead implanted (B)(6) 2005. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the ventricular assist device was exhibiting low flow alarms and then stopped due to loss of power. Prior to getting ready for bed, the patient accidentally disconnected one battery to switch to ac power, and the other connected battery was completely depleted. The patient experienced a syncopal episode after being off pump for approximately one minute. Power was restored shortly thereafter by the patient's spouse, and the patient was transferred to the hospital for monitoring. The treating physician assessed the event as related to the device and/or procedure. The patient was admitted for observation and was later discharged in stable condition. No patient complications have been reported as a result of this event.

Manufacturer narrative:
A supplemental report is being submitted for device evaluation. Product event summary: the ventricular assist device (vad) (B)(6) and the controller (B)(6) were not returned for evaluation. A review of the manuf acturing documentation was not performed as the reported event and analysis are not related to a manufacturing or servicing issue. Log file analysis revealed intermittent decreases in power consumption and estimated flows within the analyzed period in addition to a slight decrease on (B)(6) 2025, and one hundred (100) low flow alarms logged since (B)(6) 2025. Log file analysis associated with (B)(6) revealed one (1) controller power-up and associated vad start event was logged on (B)(6) 2025 at 20:38:30, indicating a loss of power to the controller. The data point prior to the loss of power revealed (B)(6) was connected to power port one (1) with 64% relative state of charge (rsoc) and (B)(6) was connected to power port two (2) with 23% rsoc. The data point after the loss of power revealed that no power source was connected to power port one (1) and (B)(6) was connected to power port two (2). The controller was without power for forty-six (46) seconds. No anomalies were recorded leading up to the loss of power. Of note, several clock changes were logged, in which the controller's date was set to (B)(6) 2010 at 16:02:08 and at 18:59:07, and to (B)(6) 2025 at 12:42:55; no vad ID setting events had been logged on the controller prior to the initial clock change event. If the vad ID is not set when the controller is connected to the monitor, the monitor will automatically set the controller date/time to match the current date/time of the monitor. As a result, the reported events were confirmed. The most likely root cause of the incorrect date and time event can be attributed to improper set up during initial programming of the controller. Based on the available information, the device may have caused or contributed to the reported event. Based on risk documentation, possible causes of the low flow event may be attributed to multiple factors including but not limited to thrombus at the inflow cannula/outflow graft, constriction at the outflow graft, and/or poor vad filling. The most likely root cause of the loss of power to the controller can be attributed to a disconnection of both power sources and/or to an intermittent disconnection on one or both power sources. CAPA pr00551638 investigated controller losses of power. Even though this CAPA is now closed, con419482 falls in scope of this CAPA. Per the instructions for use, syncope is a known potential complication associated with the implantation of a vad. There was no evidence that the patient had a history of similar adverse events. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoag ulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: controller d4: (B)(6) h3: yes h6: the codes present in section h6 correspond to components/products that comprise the reported event. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.